Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke and an error message displayed end of fiber life. The metal cap was loose and rotating but remained attached to the fiber body. The procedure was completed with a second fiber without patient complications.